Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for reset errors and restarted. The blood glucose reading was 174 mg/dl. The insulin pump had not been stored or out of use for an extended period of time. The insulin pump passed the self test. The parent was advised to monitor the issue and call back if the issue persisted.